Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl. The cause of bg was unknown. Bg was addressed with juice. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 46 mg/dl was confirmed in the pump logs on (B)(6) 2018. User delivered a 45 unit bolus, with an iob of 2.8 units, approximately two and a half hours prior to low bg. Bolus was requested without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments recorded. Making bolus requests without entering current bg levels or carbohydrate intake and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.